Event description:
Approximately one week after implant, the pt was reporting difficulty recharging his implantable neurostimulator (ins). The pt was getting zero to two coupling bars and a lot of times it would show the no signal icon on the recharger. The pt received some retraining on recharging. The pt went home and tried recharging again. One to two weeks later, the pt was still having difficulty with recharging. The pt was seen again in the physician's office; an x-ray was recommended to determine if the ins was flipped. An x-ray was performed; it was determined that the ins was flipped. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).